Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The manufacturer's clinical specialist was present and reported that prior to implantation of a left ventricular assist device, the pump was placed in a water basin for the normal run-in process. Power consumption appeared normal and the pump seemed to be working properly. The pump was then implanted into the patient and after approximately 4 minutes, pump power increased from 4 watts to 9 watts with "+++" flow. The power level remained the same, with no change, despite decreasing or increasing the speed from 7,000 to 9,800 rpm. A system controller exchange did not resolve the issue. The surgeon then decided to disconnect the pump from the patient. A visual inspection found no obstruction in the inflow graft or the rotor of the pump. The pump was placed in a water basin again for run-in, showing 4-5 watts with 6,000 rpm. A decision was made to exchange the pump to the backup pump. The patient was successfully weaned from bypass and after approximately 1 hour, was transported to ICU in stable condition.